Event description:
Procedure performed: robotic gastric sleeve. Event description: limited information available at the time of the report. It was reported that the trocar broke. It is unknown where the breakage occurred. It is unknown at what point the break was identified. It is unknown if any pieces fell into the patient. It is unknown how the case was completed. There was no patient injury. The device was discarded after the case. Additional information received via email on (B)(6) 2021 from applied medical account mgr: I was contacted on (B)(6) 2021. The case was a robotic gastric sleeve, cannula cracked near the seal cap, no patient injury, surgeon was dr. [Name]. Additional information received via email on (B)(6) 2021 from applied medical account mgr: the trocar was used as a camera port trocar on an si intuitive robot. The coupler was for an applied port. There was a crack in the trocar near the seal cap that was noticed at the end of the case. No new trocar was used. There was no part of the trocar that entered the patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the event description and previous incidents, it is likely that the reported event was caused by improper robotic arm clamp installation or the method in which the robotic device was being used in the procedure. However, the exact root cause could not be confirmed.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic gastric sleeve. Event description: limited information available at the time of the report. It was reported that the trocar broke. It is unknown where the breakage occurred. It is unknown at what point the break was identified. It is unknown if any pieces fell into the patient. It is unknown how the case was completed. There was no patient injury. The device was discarded after the case. Additional information received via email on (B)(6) 2021 from applied medical account mgr: I was contacted on (B)(6) 2021. The case was a robotic gastric sleeve, cannula cracked near the seal cap, no patient injury, surgeon was dr. [Name]. Patient status: no patient injury.